Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37702, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 31-jan-2015, UDI#: (B)(4). Dual reporting - please see regulatory report # 3004209178-2018-17726. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was replaced on (B)(6) 2019, but the leads were not because the patient's insurance would not cover a lead replacement. During the replacement, a connectivity check was performed, which showed issues with contacts 11, 14 and 15. The lead was wiped down, which resolved the issues on contacts 11 and 14, but not on 15. The rep programmed around contacts that were not viable. After the ins replacement, the patient continued to have the same impedance issues they were having prior to the replacement. Additionally, the patient had been experiencing a shocking sensation throughout their entire body no matter what position they were in (i.e., lying down, sitting or walking) three different times between february 17, 2019 and february 27, 2019. The patient had tried decreasing stimulation from 2.0 milliamps (ma) to 1.0 ma, and told the rep it seemed to help the issue however, the shocking still occurred when at 1.0 ma as well. It was noted that the lead was a surgical paddle lead in the cervical area, and technical services reviewed the concerns with that type of placement. It was also reviewed that it would be difficult to determine d exactly what was occurring, but the rep could try running impedances with the patient in the different positions. No further complications were reported or anticipated.